Event description:
It was reported by service report that the pump pedal would not return to its up position due to the missing pump pedal return spring. No pt involvement or adverse consequences reported.